Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system, instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018, a 3.25x18mm xience alpine stent was successfully implanted in the ramus coronary artery lesion. On (B)(6) 2018, the patient was hospitalized for angina and a non-st elevated myocardial infarction (mi) was diagnosed. Another percutaneous intervention with thrombectomy/thrombolysis was performed on the ramus vessel, outside the lesion site. Reportedly, there was no restenosis nor thrombus in or within 5mm of the xience alpine stent. Per physician, the event was possibly related to the device. The event resolved. No additional information was provided regarding this issue.